Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported a system failure error. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information was received and attached on 25 august 2022 to the complaint: no patient incident was reported. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found chipped out on lower left front corner of top case and broken battery door. There was evidence of the error in the event history log. The reported problem was duplicated. Battery not working alarm was found at power up, which was the cause of the reported problem as the battery was no longer working as intended. The problem was traced to a depleted battery. For corrective action, the battery was replaced. Root cause was traced to normal wear consistent with use. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.